Event description:
It was reported that the patient developed an infection and pocket erosion. It was noted that the patient had undergone chemotherapy and radiation therapy. The pulse generator was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics. (B)(4).